Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo is awaiting return of the whole blood collection set for evaluation

Manufacturer narrative:
This report is being filed to provide additional information is provided in e.3.

Manufacturer narrative:
This report is being filed to provide additional information in d.10 and h.3.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10.investigation: one set of whole blood bags with the filter from the collection set wasreturned for evaluation.the leukoreduction filter was tested for flow rate. A fast flow rate of 48ml/minwas noted.the filter was disassembled and rinsed with normal saline, no abnormalities were observed.residual blood, which had not been rinsed, was locally observed in all the filter membranes.the number of filter membranes used for the filters conformed to the specifications. Noanomalies observed.the returned samples revealed that the filters were connected in the rightdirection and no anomalies such as clogging and kink were observed in the lines.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found. All standards were met for the reported productionnumber for the volume measurement of blood preservative solution and the quantitative testfor the composition of the solution.root cause: based on the available information, it cannot be ruled out that thehigher-than-expected wbc content in the whole blood product could be due to an occlusion,we noticed that the second and third filter membranes from the inflow side of the filter werelocally dyed dark with toluidine blue. The investigation showed residual blood in all of the filtermembranes.therefore, occlusion may have occurred, and blood may have been filtered by thefilter area which was smaller than usual and the linear speed (flow rate per unit area) increased,and then leukocyte leakage may have occurred. In this case specifically, the extension offiltration time is likely to occur concurrently. On the basis of the previously reported similarincidents, it was inferred that the clogged components were the aggregated platelets thatwere activated and aggregated for some reason and got trapped by the filter.correction: in order to avoid the occlusion by blood aggregates, it is recommended that thedonation bag was fully agitated after collection to reduce the risk of formation of aggregationand to reduce the risk of slow blood flow, the bag should be fully agitated before the start offiltration for the even disperse of the separated blood components.